Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient was over 18 years old. Visual analysis of the returned complaint device revealed there was no damage to the balloon portion of the device. Functional testing was performed; the balloon was inflated in water and air was noted escaping at the tip of the catheter. The balloon material was removed from the catheter and the skive hole was inspected. A small hole was observed in the catheter, under the balloon at one side of the skive hole. This caused an interlumen leak between the balloon and guidewire lumens. Analysis of the balloon skive hole confirmed the skive had not penetrated the walls of the balloon lumen and guidewire lumen. The distal tip was observed to be bent opposite the hole. The hole and bend in the catheter revealed by the investigation indicate rough handling of the device during preparation, which may have lead to the catheter break. Therefore, the most probable root cause for this event is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an extractor rx retrieval balloon was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on a female patient on (B)(6), 2011 (patient age and weight are unknown). According to the complainant, during preparation for the procedure, the balloon was defective and would not inflate. It was confirmed the problem occurred outside the patient. However, on (B)(6), 2011 investigation results revealed damage to the catheter; therefore this is now an MDR reportable event. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.